Event description:
It was reported that on (B)(6) 2017 review of a remote merlin.net transmission revealed that the atrial lead and both the right ventricular and left ventricular leads exhibited alerts for out of range impedance measurements. All of the leads also exhibited loss of capture and increased thresholds. The clinician attempted to contact the patient for further follow-up without success. Later that day, the clinician was notified by the local police department that the patient had been found deceased. The cause of death was confirmed by the medical examiner¿s office to be accidental death due to acute drug overdose. The medical examiner estimated the patient¿s date of death was (B)(6) 2017. There are no allegations from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Correction: date of death (B)(6) 2017 should have been included on the initial MDR submitted on (B)(6) 2017.

Event description:
New information reported stated that an autopsy was performed on (B)(6) 2017 and the medical examiner confirmed that the patient deceased on (B)(6) 2017. The cause of death was confirmed as acute mixed ethanol and drug (diazepam and heroin) accidental overdose.